Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. Upon insertion of the sheath, the medical team attempted to aspirate it. However, there was a backflow of blood in the sheath. The issue was discovered after inspection of the vizigo sheath. There was a crack on the hemostatic valve where the dilator snaps in. The sheath was replaced and the procedure continued without further issues. No patient consequences were reported. Additional information: the hemostatic valve was not dislodged inside the hub. The brim cap/hub was not dislodged inside the sheath. The sheath was being used on the patient. Air did not enter the patient's body. There was less than 25cc's of blood loss--the issue was noticed immediately and addressed. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. Upon insertion of the sheath, the medical team attempted to aspirate it. However, there was a backflow of blood in the sheath. The issue was discovered after inspection of the vizigo sheath. There was a crack on the hemostatic valve where the dilator snaps in. The sheath was replaced and the procedure continued without further issues. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. An irrigation test was performed and water leakage was observed from the valve, no bubbles were observed, it was concluded that there was evidence of damage in the valve. This failure could be related to the incorrect insertion of the dilator into the sheath causing the damage of the valve. Due to the finding, the complaint was investigated thru an escalation process. Device history record was performed for the finished device 60000122 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).